Event description:
A malfunction alarm occurred with malfunction code malf 0, and it was reported that no notable events preceded the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The resolution involved technical support advising the customer to use multiple daily injections as backup therapy while a replacement pump, which included updated software, was sent to them. Instructions on pump storage and return procedures were provided, and the customer acknowledged understanding of these directions.